Event description:
This is a spontaneous report from a customer of a patient death in the USA. Patient began receiving "idpn" in her dianeal solution bags in (B)(6) 2012 the patient was diagnosed with bacterial peritonitis in (B)(6) 2012. Antibiotic treatment for the bacterial peritonitis was completed in (B)(6) 2012. No pd re-training was done. The patient continued to receive intradialytic parenteral nutrition (idpn) in her dianeal solution bags until her admission into the hospital. The patient was hospitalized for bloody effluent later in (B)(6) 2012 the patient was diagnosed with "recurrent bacterial peritonitis" during hospitalization. The pd catheter was removed and patient declined to be switched to hemodialysis during hospitalization patient went into hospice care and was transferred to a nursing home on an unknown date. The patient died in the nursing home. It was unknown if patient recovered from any of the events prior to her death. The cause of bloody effluent was unknown. The nurse confirmed the date of death. The cause of death unknown (death certificate not available).the nurse did not know anything about ("infections and pneumonia") as the causes of death. The bacterial peritonitis and recurrent bacterial peritonitis events "may have been related to the idpn in the dianeal solution bags." The pdrn clarified "I think there may have been something that happened at the pharmacy facility when the idpn was added to the dianeal solution bags" and stated "I don't think the solution bags that came directly from baxter were related to the bacterial peritonitis? No further information at this time.

Manufacturer narrative:
(B)(4). Additional information: follow-up information ((B)(4) 2012): further information was received from a nurse and healthcare professional which medically confirmed this case. The nurse stated the patient was not hospitalized for the (B)(4) 2012 bacterial peritonitis event. The chief pharmacy officer was contacted, who stated that idpn samples were sent to a laboratory on a weekly basis. On (B)(4) 2012, four idpn lab samples were all negative at 14 days for fungal and bacterial growth. The nurse could not confirm the causes of death reported by the consumer ("infections and pneumonia"), but stated that the death was unrelated to dianeal therapy. A review of all batch record documents was performed for associated lot number gd892778 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 related to this peritonitis event.